Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. Visual, functional and dimensional inspections were performed on the returned device. The reported difficulty positioning and removing the guidewire could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The armada dilatation catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported that a ht command wire advanced to the anterior tibial artery (at) without issue. An armada dilatation catheter advanced to the at lesion and balloon inflation was performed. Following, resistance was met. The wire had become entangled in the balloon and position had been lost. All was removed from the patients anatomy and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.